Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An empty opened overwrap, an opened folder with a strand double armed in two sections, parked and re-parked in a foam park were returned for analysis. This product code is double armed. During the visual inspection of sample, the swage and attachment area of the two needles were as expected. The suture pieces were examined and an open braid defect was observed along of strands. This defect could be the cause of the complain about the quality of the suture. Also, the end of the suture was cut which appears to be by the use of a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the suture breakage is an open braid defect.